Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had pump error alarm. Customer¿s blood glucose was 400 mg/dl at the time of incident. Insulin pump has not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind and self test was passed. Customer was also performed displacement test and it was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.